Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Other source of documents were received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. First revision of mmc was reported in (B)(4).

Event description:
During the review of the supplemental information of case (B)(4) revealed, that another complaint needs to be opened for complications reported after revision. It was stated that the patient was implanted with a biolox delta, ceramic femoral head, xl, 40/+7, taper 12/14 on the left side on (B)(6) 2012. The review of the documents revealed that the patient has some heterotopic ossification, implant clicks with walking and pain.

Manufacturer narrative:
No product was returned to zimmer biomet for in-depth analysis. (B)(4). Trend analysis no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary it is reported that the patient received a biolox head was implanted on (B)(6) 2012 during a revision surgery (documented in (B)(4)) and the patient is monitored due -some heterotopic ossification; implant clicks with walking and pain across lower back. Review of received data biolox implantation report (mmc revision report) dated (B)(6) 2012: patient underwent tha revision due to metallosis and loosening of acetabular component. Intraoperatively, poor corrosion found on the head/taper interface and the stem was found to be well fixed. No other conspicuous information found related to head implantation. Pathological results dated (B)(6) 2010: it states that "there is slight modular ossification at the base of the femoral head and proximal femoral neck". Medical check-up report dated (B)(6) 2013: it states that during the review of the post-operative x-rays some heterotopic ossification has been appreciated. Medical check-up report dated (B)(6) 2014: patient states that "he does notice some clicking on the side of the hip". Medical check-up report dated (B)(6) 2014: it states that patient "feels like his left hip is slipping with each step". Medical check-up report dated (B)(6) 2014: patient states that "hip still clicks with walking". Root cause analysis root cause determination using dfmea noise causes patient dissatisfaction due to implant squeaks or clicks - (stripe wear) => possible: as reported, the patient is feeling the clicks when walking. Conclusion summary neither pre and post operative x-rays nor devices were received (still implanted); therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality (only known that ossification was observed), activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).